Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The central processing unit and software were replaced. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/12/18 phone call, 6/13/18 phone call, 6/14/18 phone call.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.